Event description:
This lead was implanted on (B)(6) 2005 explanted on (B)(6) 2012 due to infection. No md or facility is known at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).